Event description:
Endotracheal tube (ett) holder was in place, rt found the ett tube may have been allowed to migrate/dislodge. There are reports that this tube holder does not work as designed to secure the ett tubes and prevent from dislodging.